Event description:
Per the clinic, the patient experienced skin overgrowth (specific date not reported). Subsequently, the patient underwent a revision surgery on (B)(6) 2022, in order to remove excess skin and replace the abutment. During the procedure, it was reported that the patient experienced an infection at the abutment site. Subsequently, the patient was treated with IV antibiotic on (B)(6) 2022 (specific duration not reported). The symptoms resolved.

Manufacturer narrative:
This report is submitted on november 17, 2022.